Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not fully boot up. Review of the log files shows host-pc did not startup in the previous system start. To resolve the issue, customer performed a reboot of the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not fully boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.